Event description:
It was reported that a diagnostic anomaly was observed. No electrical parameters were detected. Patient was in good condition and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.